Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. Insulin pump had an unresponsive button due to corroded act and down button on keypad trace. Insulin pump had a cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported a button error on her insulin pump. She stated the buttons started to become difficult to press last night. The device alarmed button error and customer replaced the battery. The issue persists. Customer's blood glucose was unknown. The device has been dropped several times and has cracks. The buttons started to become difficult to push for the last couple of weeks. There is a crack on the battery compartment and on the top right of the screen. Customer noticed the crack about four months ago. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.